Manufacturer narrative:
Technical services (ts) discussed the situation and agreed this sounds like a possible perforation, therefore suggested a chest x-ray. The fr will order an x-ray and in the mean time, programmed the device to aair for an apvs patient with sick sinus syndrome and diaphragmatic stimulation. To this date, the fr has not received any x-ray results from the clinic, however noted the patient will be followed sooner than their next scheduled six month check up. There is no further information available. Should additional information become available, this event would be updated. Approximately six years later this lead was replaced with another rv pace/sense lead. No allegations were made against the lead or that any adverse patient effects occurred.

Event description:
Boston scientific crm received information that this patient was experiencing muscle stimulation since implant and thought it was normal device operation. During a device check to minimize ventricular pacing, when changing the av delay, no ventricular capture was noted. The patient has sick sinus syndrome with good av conduction down to the ventricles. Attempts to program vvi to max outputs were done, however there was still no capture in the right ventricle. R-wave undersensing was also noted. The field representative (fr) was then concerned with a possible lead perforation. Approximately six years later during a normal pacemaker replacement procedure, this right ventricular (rv) lead was surgically abandoned due to high thresholds. No additional adverse patient effects were reported.